Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the working length and the cutting wire were kinked at the same location in the distal tip, which are consistent with the findings when the device was observed under magnification. Additionally, there was no evidence of the wire being broken. Per functional inspection, the device was bowed outside and inside the scope, and it bowed and un-bowed as intended. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, there was no evidence of the wire being broken and the device bowed and un-bowed as intended. It was found that the working length and the cutting wire were kinked. Based on the condition of the device, the problem found could have been generated by operational factors, such as manipulating the device through difficult anatomy or the used technique for the device manipulation. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. Block h2 (additional information): block a1, block b5 and block e1 (initial reporter address 1, initial reporter address 2, initial reporter city/state, initial reporter zip/postal code have been updated based on the information received on january 27, 2023.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, as the cutting wire was prepared to access the duodenal papilla, "it was found that the device was fractured and could not be adjusted." The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke. Additional information received on january 27, 2023: it was reported that there was a break in the cutting wire and the wire anchor dislodged but no part of the cutting wire detached and fell into the patient.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, as the cutting wire was prepared to access the duodenal papilla, "it was found that the device was fractured and could not be adjusted." The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.

Manufacturer narrative:
(B)(4).